Event description:
It was reported that a patient¿s implant wasn't working and she had never had therapeutic effect. The implant hadn't worked for a couple of years, but the reporter didn't know how long it hadn't worked. The patient was having a lot of problems with incontinence and was on diuretics. She had lost her patient programmer, she had an appointment with her doctor for reprogramming and troubleshooting of the implant, and the doctor's office wanted her to have a programmer to be set up. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v252847, implanted: (B)(6) 2009, product type: lead.(B)(4).